Manufacturer narrative:
Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal vip device was received for product evaluation. The unopened carrier tube assembly was returned as well. A kink was noted on the mated locator and hemostasis sheath near the blood inlet holes. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off-center forces have been known to cause the reported event. However, the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angiogram of the right femoral artery was performed before using an angio-seal device and was good for closure. The angio-seal wire was advanced and the sheath would not advance. The wire and the sheath became kinked at the arteriotomy locator. A new angio-seal device was opened and successfully used to complete the case. It was right to left access for the left leg runoff. A 6fr sheath was used for access. A rim catheter and a regular 150cm glidewire was used to advance the catheter. The reported blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was good.